Event description:
It was reported that the patient experienced some pain and discomfort at the ipg due to ipg migration following a period of bad coughing. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that due to the ipg migration, the patient was unable to effectively charge their ipg and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on 6 june 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.